Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomitant products: 4194 implantable pacing lead, (B)(6) 2005; 5076 implantable pacing lead, (B)(6) 2003; 4092 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had decreased battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.